Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated that no data was recorded from the event date. Multiple low battery warnings and replace battery alarms were observed in the available device history. The battery compartment was intact with no damage. Evidence of moisture ingress was observed on the battery cap spring. The spring was detached from the battery cap; a test battery cap was used for further testing. A power loss was not observed. Current draws measured within specifications. A leak test was performed and passed. The pump case was removed and no further evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.